Event description:
It was reported that while inserting the superion indirect decompression spacer during the implant procedure, the physician heard an audible noise and after closer observation determined that the spacer top had broken apart. All pieces of the spacer were retrieved and the procedure concluded without implant.

Event description:
It was reported that while inserting the superion indirect decompression spacer during the implant procedure, the physician heard an audible noise and after closer observation determined that the spacer top had broken apart. All pieces of the spacer were retrieved and the procedure concluded without implant.

Manufacturer narrative:
Analysis of the returned spacer revealed that the spindle cap was completely sheared off from the implant body and was deformed. The damage to the implant was sufficient to prevent functional testing and suggested that excessive force was used during the procedure.